Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l59323, product type :catheter. Other relevant device(s) are: UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (20 mg/ml at 6 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was in today for a dye study because they didn't think they had been getting drug from the pump. At their last re fill, the nurse that does the pump refills thought there was something going on with the catheter. The catheter length was unknown. Technical services reviewed considerations around unknown catheter length and doing a prime bolus. Additional information received from a consumer via a company representative (rep) indicated the catheter issue was that the patient stated there was a volume discrepancy at their last refill and they felt like they were not getting drug delivered. The cause of the volume discrepancy was not determined and the patient did not mention a fall or any specific event. The hcp was planning to do surgery and evaluate the pump and catheter, but it had not yet been scheduled. Additional information received from the patient reported "its not working". They clarified they were referring to their pain symptoms getting worse, having "problems with muscles in the body", diarrhea, sweating and chills but no fever, and feeling "sick to the stomach". They stated they discovered the medication was "puddling at the pump" and that their hcp couldn't address the issue until june as they just had a refill on (B)(6) 2022. The patient inquired about medical concerns. Agent reviewed mdt vs. Hcp roles and redirected them to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actual arv was 2.8 and the erv 11.0 at the refill on 14-mar-2022. The cause for the medication puddling at the pump and the volume discrepancy was not determined. The actions taken to resolve the issue was the pump was turned down to min rate. The patient was not symptomatic. The pump was still implanted.